Manufacturer narrative:
Laser console analysis/field repair: system error code 171 (resonator issue) was confirmed. The resonator was replaced and preventive maintenance performed; the system was calibrated, tested and verified to manufacturer's specifications.

Event description:
It was reported that during a prostate procedure, the laser system displayed the message "problem 171". The procedure was completed using an alternate surgical procedure (turp). The pt's outcome was reported as "fine". There was no injury reported.